Event description:
The user stated they had reproducibility issues with calcium and provided data for one patient sample. The results in mg/dl were 11.6, 8.8, 0.1 and 8.8. All results were accompanied by data flags. The patient was not affected as the questioned results were not released. The calcium reagent lot number was 62114901. The field service representative was unable to determine a cause. He checked the rotor light barrier, performed a sample flow check, cleaned the cuvette bowl assembly, cleaned the probes and transfer head worm gears and linear bearings, cleaned the splashguards, replaced the lamp, performed an air/water calibration, checked all valves on the transfer head and pipette module, checked the tubing fittings and performed a cuvette check all with good results. To verify the analyzer operation, he ran qc which passed.

Event description:
A complaint was received from a hospital regarding inaccurate readings on an adc blood glucose meter in comparison to the lab readings. It was reported that a meter reading of hi (greater than 27.7 mmol/l) was received within 10 minutes of a lab reading of 3.2 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
An extra wash cycle before the calcium assay was installed. Since then, no further events have been reported by the customer. No issues were found in the retention sample of the reagent. A specific root cause was not identified. Carry-over might have been the root cause. The patients were not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.